Event description:
The patient's system was removed due to infection. The medication being delivered via the pump was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.